Event description:
It was reported that during device unpackaging and prior to use, the xpert stent was partially deployed. The device was not used. There was no patient involvement. Additionally, it was noted that during handling the stent implant fully deployed off the stent delivery system. A different xpert stent was used in the femoral-tibial bypass procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.